Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet, with a documented blood glucose of 59 mg/dl, and was advised to contact a healthcare provider to review dosing and the effects of concomitant prescriptions, including daytime steroid use. Symptoms included hypoglycemia. Outcomes included restoration of blood glucose to target range at the time of the call. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.